Event description:
It was reported that the up arrow is not functioning properly.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. All key contacts intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, during evaluation it was also observed that the pump displayed a dim reddish verify screen.